Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had intermittent drawer 4-2 cubie errors. A field service engineer confirmed that none of the cubies failed during the visit to the machine. Then, the engineer replaced the retractor 4-2 due to excess wear and reseated all cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 4.2 random cubies failed with errors, which hindered users from retrieving medications for patients. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.